Manufacturer narrative:
In response to FDA report number: mw5102121 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown.

Event description:
Healthcare professional reported via regulatory agency "breast implant ruptured during implantation." Device was not implanted. Side unspecified.